Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample, no event history log data and no meaningful picture was provided, proper investigation on malfunction could not be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "under infusion." Customer statement: "ref: bbraun volumetric infusion pump mode : infusomat space, s/n :(B)(4). The above infusion pump reported that it was under infusion. I have externally and internally inspected this pump and defined no physical damage. We set the pump flow rate at 260ml/hr and ran it for one hour, the pump was delivering 183.2ml we recalibrated this pump and checked the flow rate at 260 ml/hr. The pump delivered 259.3 ml. Further clinical update: was there any patient/user harm as a result of the under infusion? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No patient harm was reported. Which procedure was being carried out at the time? Noradrenaline infusion. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. Patient did not receive noradrenaline overnight (significant under-infusion). If possible we would also like to collect this pump for further investigation. In order to arrange uplift using our courier dynamic medical, please can you therefore provide the following: we already found a fault with the device when investigated internally (it had fallen out of calibration) so the issue was fixed in-house (the pump was recalibrated). However, the remaining concern is that we don't understand how or why the pump had fallen out of calibration and hence we are not assured that the same problem won't occur again. There was no sign at all of physical damage to the unit, including inside the casing."